Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: lot# 17407767-1295 d9:yes, 2023-06-20 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad)hw40046 and associated outflow graft (lot no. 17407767-1295) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of hw40046¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual inspection. Internal pathology report revealed no evidence of thrombus within the outflow graft segment. As a result, the reported thrombus in the outflow graft and ¿sludge¿ events were not confirmed. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pa thology report revealed evidence of thrombus within the inflow conduit. Log file analysis revealed a sustained decrease in power consumption and estimated flows to parameters below normal operating range starting on 04/jun/2023 and 46 low flow alarms logged since 04/jun/2023. As a result, the reported thrombus and low flow events were confirmed. Additional information received from the site indicated that the patient was admitted to the hospital with slightly worsening renal function and white blood cell count with a low-grade fever. The patient was administered coumadin and aspirin. It was further reported that blood cultures were positive for five of the most common gram-positive bacteria, and there was suspicion that the cultures were contaminated as the patient had intermittent low-grade fever. The patient was placed on extracorporeal membrane oxygenation (ECMO) and the pump was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, infection, and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the available information, the most likely root cause of the reported low flow event may be attributed to thrombus at the inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that meant peak and trough on the vad waveforms instead of prothrombin time.

Event description:
It was further reported that the vad was exchanged. During the exchange a large left ventricle thrombus was found occluding the inflow. It was noted that there were no issues noted with the outflow graft.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: lot#: 17407767-1295 d9: yes, return date: 20-jun-2023 h6: imf code(s): f1905 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited several low flow alarms and the next day the patient was admitted to the hospital. Upon admission it was noted that the vad power was decreased by a watt and prothrombin time were dampened, there was slightly worsening renal function and white blood cell count with a low-grade fever. The fever started couple days prior and was mostly over night with no other symptoms. A transthoracic echocardiogram (tte) and computed tomography angiography (cta) scan showed a sludge between the outflow graft (ofg) and the exoskeleton graft, and thrombus was stated to be in the ofg. Of note, the patient was administered coumadin and aspirin. It was further reported that blood cultures were positive for five of the most common gram-positive bacteria (gpc), and there was suspicion that the cultures were contaminated as the patient had intermittent low-grade fever. The patient was placed on extracorporeal membrane oxygenation (ECMO) and was stated to be stable but possible device exchange was considered. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125/ catalog #: 1125/ expiration date: 31-jul-2023 / lot#: 17407767-1295 UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-jul-2018 h5: yes h6: patient ime code(s): e0514, e2328, e130501, e1901, e230101 h6: imf code(s): f2203, f23, f22, f08, f1203, h6: img code(s): g04019 h6: FDA device code(s): a180104, a1409 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.